Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted by the distributor in reference to a simplygo mini oxygen concentrator. The distributor alleges repairing the device due to a broken power connector. The distributor has requested foc compressor inlet filters and sieve canister. There is no allegation of patient harm or serious injury. There is no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.